Manufacturer narrative:
Analysis and results: there are previous confirmed complaints of this code-batch regarding the same issue. We manufactured and distributed in the market 1,044 units of this code-batch. There are no units in our stock. We have received two open and unused samples with the needle detached from the thread, and the thread is still wound on the pack. We have checked these defective samples found and all them have the thread escaped from the needle, probably caused due to a low strength applied to attach the thread to the needle during manufacturing process. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle attachment strength results before releasing the product were 0.57 kgf in average and 0.33 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Taking into account the two defective samples received and that there are previous confirmed complaints for this code-batch, we consider this case as confirmed as well. Final conclusion: we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available, a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that when scrub nurse opening the package, the needle was not attached to the thread. This issue was found in two units. There is no patient involvement.